Event description:
Facility alleges that blood port and dialysate port caps are difficult to remove, once in place. This has resulted in formaldehyde spills, causing formaldehyde reaction in clinic employee. Symptoms include skin irritation; chest congestion & coughing.